Event description:
It was reported that there was a lead warning for low lead impedance in the right ventricular (rv) lead. It was further reported that there is a difference between the lifetime minimum and maximum data and the actual lead monitor data displayed on the trend -chronic reports. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.